Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation it was found that the device may get a measurement, but it quickly powers off. The flex cable was visually inspected under the microscope and it appeared to be cracked between the top and bottom modules and the crack extends to the copper traces which affects the detector. Based on the investigation, the customer complaint was unable to be duplicated due to the device turning off. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event., corrected data:

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that the device did not provide stable values for pulse wave meter and signal iq. No consequences or impact to patient.